Event description:
During set up of the cardioplegia line, the perfusionist found that the pack contained a 1:1 without shunt subassembly rather than an 4:1 with shunt subassembly. There was no pt involvement since the discovery was made during set up.